Event description:
The customer contacted stryker to report that their device did not complete the boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the system pcba to resolve the issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker further evaluated the removed system pcb assembly and determined the cause of the reported issue was an intermittent crystal on the sbc (single board computer) designated y1.

Event description:
The customer contacted stryker to report that their device did not complete the boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.